Manufacturer narrative:
As of february 1, 2013 the complaint device has not been returned, therefore, is unavailable for a physical evaluation. Furthermore, it appears an incorrect lot number was supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. Therefore, we cannot determine what caused the user to experience the reported event; we cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Should the complaint device be received back at some point in the future, this complaint file will be reopened at that time and a product evaluation will be performed and documented.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report. Not yet received.

Event description:
Our affiliate is reporting to us that during an arthroscopic shoulder procedure, the surgeon observed metal shavings emanating from a mitek fms full radius cutter and falling into the patient and apos's joint space. It was reported that all of the debris was removed from the body; the procedure was concluded successfully without further issue or harm to the patient.

Manufacturer narrative:
The complaint device was received and evaluated. Visually the device was viewed both with the naked eye and under power (10x). It is noted that inner shaft has some "rifling" marks along the length of its surface. Outside of this observation there are no additional anomalies or damage noted. In reviewing this failure mode with the engineering team for this product line, they indicated this condition is indicative of the inner blade and the outer sheath coming into contact with each other causing friction while the device is in use. This friction would be the cause of the metal shavings reported. These devices were functionally evaluated: they were rotated on their own axis by hand to see if they operated true and straight and without causing any friction or metal on metal contact; no deviations were noted. As stated in the instructions for use, "excessive side loading does not improve cutting and may result in increased blade wear and degradation of the blade." Outside of this caution we cannot discern any other root or underlying cause for the reported issue. At this point in time no further action is warranted, however, this file will remain receptive to any potential future information received that is relative, germane and clarifying to this issue. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.